Manufacturer narrative:
The customer reported event of ivtm thermogard console (sn (B)(4)) suddenly powered down was confirmed during functional test. The root cause was due to a loose fuse. No physical damage was reported associated with this ivtm thermogard console. Zoll azm technical service visited the hospital to inspect the ivtm thermogard console, it was found that one of the fuse slightly comes off. The damage fuse was replaced to correct this issue. Historical complaints were reviewed for service information related to the reported complaint and there was no history of previous complaints reported for ivtm thermogard system with (B)(4).

Event description:
It was reported that approximately after 40 minutes of ivtm thermogard treatment, the ivtm thermogard console (sn (B)(4)) suddenly powered down. Another tgxp ivtm thermogard console was used to continue the treatment. No known impact or patient consequence was reported.